Event description:
Instruments arrived from wright medical for a foot case scheduled for 4 days later at the request of the surgeon. The drill guide/depth gauge visibly contained tissue bone and blood upon receiving and inspection of the tray.